Event description:
It was reported that during a trial implant procedure, lead was attempted to be implanted however the procedure was abandoned due to the patient feeling discomfort. No adverse events were reported. Patient was stable otherwise.